Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first pod6 pusher assembly evaluated. The pusher assembly was kinked approximately 125.0 cm from the proximal end. The introducer sheath was compressed. The embolization coil was intact with the pusher assembly. The pet lock was intact on the proximal end of the second pod6 coil pusher assembly evaluated. The pusher assembly was kinked in multiple locations throughout its length. The introducer sheath was bent. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed the non-penumbra microcatheter was kinked and ovalized. Further evaluation revealed the pusher assemblies and introducer sheaths of both pod6 coils were damaged. This damage likely occurred due to forceful manipulation and advancement of the pod6 coils against resistance. The damage observed on the microcatheter likely contributed to the resistance experienced by the physician when attempting to advance the pod6 coils. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01349.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod6 coils. During the procedure, the physician advanced another manufacturer's microcatheter into the iia and then attempted to advance an initial pod6 coil (lot #f68083) through the microcatheter. While attempting to advance the pod6 coil through the microcatheter, the physician experienced resistance around the hub of the microcatheter and immediately withdrew the coil. The physician then attempted to readvance the same pod6 coil through the microcatheter; however, resistance was encountered and the coil was retracted again. Next, the physician opened a new pod6 coil (lot #f68517) and forcefully advanced the coil towards the tip of the microcatheter while still experiencing resistance. The physician then determined that it was dangerous to leave the pod6 coil as it was. Therefore, the coil did not exit the tip of the microcatheter and was removed. While the coil was being removed, the physician encountered slight resistance. Thereafter, the procedure was completed using ten new ruby coils, two coils from another manufacturer and the same microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did flush the microcatheter with saline before insertion of each coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that "consumer" was inadvertently selected and that "health professional" should have been selected under section g. Box 3. Report source on the initial MFR report and is being corrected on this follow-up #1 MFR report.